Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, diaphragmatic stimulation was observed on the right ventricular (rv) lead. An echocardiogram was performed to assess the position of the lead and a pericardial effusion was observed. The physician does not allege the effusion is related to the position of the lead, but does allege it was related to an underlying patient condition. No intervention was performed to resolve the event and the patient was in stable condition.